Manufacturer narrative:
(B)(4). Date sent: 5/4/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: how was the bleeding controlled? [Ans: with suture]. How much blood was lost (ml)? [Ans: 150ml]. Did the patient require a transfusion? [Ans: no]. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) [Ans: no]. What is the most current patient health status and condition? [Ans: no special update from surgeon]. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with a tyvek, with a gst60g reload present. Additionally, the reload was received with the left side partially fired 1/4, the right side outer row fully fired, and the right two inner rows partially fired 1/2. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 994a82, and no non-conformances were identified.

Event description:
It was reported that the plee60a for first firing with gst60g, completed firing with well staple formed. Second fire, dr felt that the battery was strange and after open jaw, it was found the staple was not well formed and still on reload side. Tissue was cut through already. No patient consequences reported. No further information is available.